Event description:
Customer received a false positive troponin t result for one pt sample which resulted lower when repeated. Sample type is serum drawn in a 13mm x 100mm bd vacutainer sample tube. Initial result from aliquot gave < 0.01 ng/ml. Sample repeated twice giving 0.252 and < 0.01 ng/ml. No info provided if erroneous results were reported. Customer confirmed there was no adverse effect to the pt. If additional info is received, appropriate notification will be provided.

Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare rep that an mr290v autofeed humidification chamber used in a set-up appeared to be 'damaged.' No pt consequence was reported.

Manufacturer narrative:
Calibration and control results were acceptable. Instrument performance tests were within specification. Information provided indicates the event might have been caused by a pre-analytical issue due to a short clotting time of the primary sample tubes. There was no adverse effect to the patient.